Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch. The patient was hospitalized and reported having anxiety. The ra lead was confirmed to be fractured with chest x rays and isometrics. The ra lead was extracted, and a new lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.